Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient could not see out of lens, 20/50 results and could not be corrected. The iol exchange has been scheduled. Additional information has been requested.

Manufacturer narrative:
Additional information provided in a.3.a., b.2., b.5., b.6., d.5., d.6.b., d.10., h.3. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated the patient had decreased distance visual acuity. The iol was exchanged for unspecified lens. There was no patient harm.